Event description:
This is ongoing. I have complete memory loss - I am unable to remember basic everyday things. Getting worse to the point where I can't even remember what I'm doing at the time. Brain fog, everything is so clouded. Constant pain in my breasts I had textured implants in 2011 and have not been even able to afford to get checked as it's over $700 for the consult plus getting checked for bia-cal. Which I believe I have. I haven't had a period in over 3 years and I'm only 32 years old. I have consistent swelling. Then being skinnier- and swelling over 2 full sizes in clothes within days. Then it goes down again, and swelling comes back up. Constantly having migraines and hot flushes. I can't work. I can't study. I can't even think. I'm so depressed and I truly believe these implants have and are making me incredibly sick. Patient code: 1958, 2553, 4504, 1959, 4577, 1880, 2153, 2361. Device code: 2682, 4001. Reference report mw5186796.